Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and bard adjust was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and arisyn y-shape mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that patient underwent sling revision on (B)(6) 2012 concurrently with artisyn mesh implant.

Manufacturer narrative:
(B)(4). It was reported that patient underwent kelly cystourethropexy and injection of coaptite bulking agent on (B)(6) 2011 due to recurrent cystocele and incontinence. It was reported that patient underwent pelvic adhesiolysis, rectosigmoid colon adhesiolysis and burch colposuspension on (B)(6) 2011 due to pain and abdominal distention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. On 11/20/2012 the patient underwent anterior and posterior vaginal mesh excision due to mesh contracture and mechanical dysfunction of genitourinary device. On 01/21/2013 the patient underwent drainage of vaginal hematoma, cystoscopy due to vaginal hematoma. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and bard adjust was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and arisyn y-shape mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.